Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736551, serial/lot #: 1.0.1, ubd: , UDI#: ; product ID: 9736503, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. D9, h3, h6: logs were received and software analysis was completed. There was no indication of a software anomaly identified. Screw level association was determined based on proximity to vertebral body centers; in this case, the screw points were closer to the l2 vertebral body center than l3, resulting in the observed labeling. This behavior was within current system design constraints and consistent with expected system operation. System functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Multiple fdd/annex a codes were reported. A0718 was coded for the system not shutting off. A11 was coded for the mislabeled screws. A15 was coded for the arm moving to an incorrect position. A23 was coded for the spinning wheel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that segmentation was labeled correctly, then in navigation, the screws were mislabeled on right had side of screen during navigation. Case was l3-l5 transforaminal lumbar interbody fusion (tlif). Surgeon saved all trajectories for screws. Before execution of screw placement, screws on right hand side of screen were labeled l2, l4, and l5. Trajectory for l2 still navigated to l3. Instead of calculating trajectory, spinning progression wheel appeared on the screen - for all trajectories. Robot was removed from bed, undraped, and attempted to turn off. The medtronic representative (rep) attempted to shut down from software, but spinning wheel re-appeared and after 4-5 minutes the system still did not shut off. Rep then pressed power button to shut it off, unplugged from wall power for 30 seconds, then plugged back in and rebooted. They redid safety testing, volume scan, and executed all trajectories (l3 still mislabeled as l2). Spinning wheel did not appear after restart. L2 trajectories were used to place screws on l3. There was a delay of less than an hour. There was no impact on patient outcome.